Manufacturer narrative:
(B)(4). Investigation summary: DHR for lot 0021768 has been reviewed. This lot number was built on afa line 6 from 30jan2020 through 03feb2020 and packaged on pkg. Line 11 from 04feb through 13mar2020 for the quantity of 262,0110 units. No related quality or process deviations were found. Peura (B)(4), version q has been reviewed. This type of failure has been included and assessed for risk on multiple pages, and it is impossible to narrow it down without the sample. Investigation conclusion: customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause. Risk to the end user is established based on occurrence and severity of the defect as related to a specific failure mode in the manufacturing process and the effects of that failure. The risk could not be evaluated for the unconfirmed defect in the absence of the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.88in (1.1 x 48 mm) experienced leakage at the catheter and hub junction during use. The following information was provided by the initial reporter: today attempted to place a 2nd IV in a patient with u/s and draw the 2nd set of cultures and got good blood return but noted that there bubbles noted in end of catheter while drawing blood. I sent off the cultures and upon flushing the IV 1.88""it was noted that there was a leak where the pink part of the angiocath and the catheter meet. I pulled the IV and there was not infiltration because the part that was leaking was on the outside of the skin. The IV in question is a bd insyte autoguard 20ga x 1.88 in. Ref 381437, 00382903814374, lot 0021768, exp 2022-12-31.